Manufacturer narrative:
This report is being filed under exemption (B)(4) by arjohuntleigh, inc. On behalf of the MFR (B)(4) manufacturer complaint number: (B)(4). This report is being filed under exemption (B)(4) by arjohuntleigh on behalf of the MFR arjohuntleigh, a branch of arjo limited (B)(4). As part of our investigation into unintended movement of enterprise beds reported on MDR #3007420694-2012-00029 a meeting was convened at the hospital were the incident occurred to discuss the issue and review location(s) of these occurrences, during this course of the meeting the hospital revealed they had gather anecdotal evidence of three incidents that they were unaware of at the time of the events. Therefore, this report and two others are as being raised to cover those previous unreported malfunctions. Additional info will be provided following the conclusion of the manufacturer's investigation.

Event description:
Arjohuntleigh were informed in a meeting (B)(6) 2012, at the hospital that there had been previous unintended movement of beds that had not been reported at the time. This record has been instigated so that there is a record for each malfunction of those beds.